Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a slight resistance was noted when cutting and pulling the tether after the fourth deployment. A pacing failure was then noted. A second device was tried. Undersensing of r waves was noted after seven deployments, "data was poor" however the device was successfully implanted and remains in use . The original ipg device was then recaptured using a snare. No patient complications have been reported as a result of this event.